Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A cracked reservoir tube lip, cracked battery tube threads, a missing end cap sticker, cracked display window and a cracked case near the display window corners were noted during the visual inspection. No button error alarm was noted and all of the buttons functioned properly. However, moisture damage was noted on the keypad traces.

Event description:
It was reported that the customer received a button error alarm. Her blood glucose level was 127 mg/dl. She was advised to disconnect from the insulin pump and revert to a back up plan. The product was returned. Nothing further to report.